Event description:
It was reported that a patient presented to clinic with rising pacing impedance and high capture thresholds leading to loss of capture on their right ventricular (rv) lead. The physician elected to cap and replace the rv lead on (B)(6) 2021. There were no patient consequences.